Event description:
Additional information was received that the suspect usb cable was likely discarded and that it cannot be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a usb serial cable is not working. It was reported that the therapeutic consultant (tc) received a error message on (B)(6) 2015 during a case at (B)(6) hospital. The error message is unknown but it was not the typical "unable to locate port" message. Additional information was received that the patient's generator was able to be interrogated with another programming system. Tc is using another serial cable that works successfully. The suspect cable has not been received to date for analysis.